Event description:
The customer stated the system showed a precharge voltage error upon boot up. This error will prevent the system from booting, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The circuit breaker was reset during the service call. The system was tested and found to be working as intended and put back into service.